Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. An undated x-ray was provided, which identified the natural knee components. No product was returned; therefore, no further analysis could be performed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided there are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Implanted: unknown date in 1999. Concomitant products - nkii tibial plate catalog 621201230 lot 1331946; unknown tibial bearing. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-04220 and 1822565-2017-04221

Event description:
It was reported that the patient underwent a right knee revision procedure due to osteolysis and loosening approximately 18 years post implantation.